Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: could you please provide more information to "the cartridge could not be loaded into the jaw properly so that it came off"? Not tight-fit loaded. And fell off. Did the cartridge could not be loaded into the stapler? Or, did the cartridge was loaded into the stapler properly and then the reload fell off of the jaws? The cartridge was loaded not properly and then the reload fell off of the jaws. No further information will be provided.

Event description:
It was reported that during hysterectomy procedure, the cartridge could not be loaded into the jaw properly so that it came off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.